Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, the patient reported that he experienced a hypoglycemic event which caused him to get into a car accident. The patient stated he did not receive an audio alert from his tandem insulin pump (dexcom receiver) to alert him to his hypoglycemic state until 30 minutes after the car accident occurred, when the cgm value was 54 mg/dl. The patient attempted to self-treat this cgm value with glucose tablets. The patient did not have a bg meter with him during this event, therefore, no comparison values were reported. The patient suffered a broken collarbone and pelvis because of the car accident. He was transported to the emergency room via ambulance. Upon arrival to the ER, the patient could not recall if a bg meter reading was taken due to his level of pain at the time. The patient was treated with IV saline, morphine, and eventually oxycodone. The patient was admitted to the hospital and on (B)(6) 2024, the patient was transferred to a rehabilitation facility. The patient was discharged from the rehab facility on (B)(6) 2024. The patient was still recovering and has physical therapy in his home at the time of report. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - impact code - f18 rehabilitation.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. It was reported that prior to getting in the care to drive, at 8:34am, the patient checked his cgm device and it was reading 90 mg/dl. Eight minutes later, at 8:42am, the patient stated he had a hypoglycemic episode and his vehicle "glided through a stop sign and was t-boned by another vehicle. The patient stated he did not receive an audio alert from his tandem insulin pump (dexcom receiver) nor from his android smartphone with the g7 app to alert him to his hypoglycemic state until 303 minutes after the car accident occurred, when the cgm value was 54 mg/dl. The patient reported this is the first time he received an urgent low audible alert. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statments in the initial MDR, "it was reported that prior to getting in the care to drive, at 8:34 am, the patient checked his cgm device and it was reading 90 mg/dl." And the patient stated he did not receive an audio alert from his tandem insulin pump (dexcom receiver) nor from his android smartphone with the g7 app to alert him to his hypoglycemic state until 303 minutes after the car accident occurred, when the cgm value was 54 mg/dl.

Event description:
It was reported that prior to getting in the car to drive, at 8:34 am, the patient checked his cgm device and it was reading 90 mg/dl. The patient stated he did not receive an audio alert from his tandem insulin pump (dexcom receiver) nor from his android smartphone with the g7 app to alert him to his hypoglycemic state until 3 minutes after the car accident occurred, when the cgm value was 54 mg/dl.